Event description:
Patient's right hip revised due to stem subsidence. There were no fractures. Patient was converted from a hemi to a total hip was due to pain. No other information available due to hospital policy.